Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
T15 screwdriver broke when removing an axsos 3 locking screw.